Event description:
On (B)(6) 2011, patient's wife reported the patient was having issues with the up/down arrow buttons on the side of the infusion device. Wife stated the patient realized the issue while attempting to adjust the back light. Patient was aware of the recall. Wife reported the button lays flat after being pressed. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.